Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report battery related issues. During the call, he stated that he went to the emergency room some times last week due to a bent cannula that resulted in a blood glucose of 700 mg/dl. The customer was placed on hold for documentation of the event, and the call was disconnected. Later, a nurse called to report that the customer was in the office, and was still having battery related issues. The caller stated that the insulin pump alarmed failed battery test when inserting a new battery. The caller cleaned the battery cap, and it appeared to work after that. Advised the caller that a new battery cap would be sent to the customer. Nothing further was reported.